Event description:
Journal reference: llumiguano c, kovacs n, usprung zs, schwarcz a, doczi tp, balas I, 1h-mrs experiences after bilateral dbs of the stn in parkinson's disease. Parkinsonism relat disord. 2008;14(3):229-232. The objective of this study was to evaluate the changes in the concentrations of certain brain metabolites in 13 pts with parkinson's disease before and after bilateral subthalamic nucleus (stn dbs). We have demonstrated that cortical (lfbc) naa/cho and naa/cr ratios were significantly increased paired with the significant decrease of cho/cr ratio in all pts treated with stn dbs. An insignificant decrease of the naa/cho ration was observed in the selected voxels in gp. Reportable event: in one case seroma in the implanted ipg site developed following stn dbs implantations. See mfg report#: 2182207-2008-06825.